Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a kind of pain or heat close to the pocket when he enters his work environment. After leaving this area, the patient would get better, and the pain or heat will disappear. Additional information was provided that the patient had experienced pre-syncope. The healthcare professional had inquiry on electric bike usage. The patient was seen in-clinic for a follow-up at the hospital with the local boston scientific representative present. Again, the patient reported that no discomfort, pain, and heating sensation were experienced if he was at home and only at his workplace. Additionally, technical services noticed that the device had only been implanted approximately a month ago, but the battery has already depleted to 96 percent without any episodes stored or therapy delivery. Boston scientific technical services indicated that because the described behavior of the patient's s-ICD is linked to his workplace environment, technical services highly recommends an electromagnetic interference (emi) workplace evaluation to be performed. Additionally, data was analyzed and technical services refuted the allege premature battery depletion, this device is functioning normally. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a kind of pain or heat close to the pocket when he enters his work environment. After leaving this area, the patient would get better, and the pain or heat will disappear. Additional information was provided that the patient had experienced pre-syncope. The healthcare professional had inquiry on electric bike usage. The patient was seen in-clinic for a follow-up at the hospital with the local boston scientific representative present. Again, the patient reported that no discomfort, pain, and heating sensation were experienced if he was at home and only at his workplace. Additionally, technical services noticed that the device had only been implanted approximately a month ago, but the battery has already depleted to 96 percent without any episodes stored or therapy delivery. Boston scientific technical services indicated that because the described behavior of the patient's s-ICD is linked to his workplace environment, technical services highly recommends an electromagnetic interference (emi) workplace evaluation to be performed. No adverse patient effects were reported. This device remains in-service.